Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered electric shock therapy nine times at various episodes. At some instances, therapy was appropriate due to ventricular tachycardia (vt) but at others, therapy was inappropriate due to atrial fibrillation with rapid ventricular response. Also, there is one shock that appears to accelerate the rhythm to vt. The device remains in service and a follow up with the physician was recommended. According to field representative, the patient has not been attending to the calls for follow ups. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.